Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) was implanted into the patient¿s right eye. After implantation the patient reported being unhappy with their distance visual acuity which they reported as blurry. Reportedly, distance daily activities are difficult for the patient. The symptoms lasted approximately 3 months. The customer indicated they followed the directions for use and reported there was no incision enlargement, vitrectomy sutures or delay in the procedure. No medication was needed outside of the standard of care. The patient¿s pre-operative best corrected visual acuity (bscva) is +0.50 -0.25 x 103 20/20 and their post-operative bscva is -1.00 sphere 20/15. The iol was subsequently explanted and replaced with a non jnj iol model lal, +18.5. No further information is available.

Manufacturer narrative:
Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information section d9: device available for evaluation? Yes section d9: date returned to manufacturer: jan 14, 2026 section h3: evaluated by manufacturer? Yes device evaluation: the complaint lens was received. Visual inspection under magnification revealed that the lens was received coated in viscoelastic residue and with a haptic detached. The lens was cleaned revealing no further issues. The physical characteristics of the received lens was confirmed to match that of a dib00 model lens. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.